Event description:
It was reported that during a thoracotomy procedure, when the device was fired, the staples came out and did not engage each other; they were sticking out of the edges of the pulmonary artery. Blood loss was 1000ml. Patient needed transfusion.

Event description:
The device firing malformed staples resulted in a hole in the artery. The artery was repaired using sutures. The cardiac and profusion were called but were not utilized as the bleeding was controlled. The pt is recovering without any further complications.